Manufacturer narrative:
Device available for evaluation?, corrected data: yes. If yes, returned to manufacturer on (mo/day/yr) , corrected date: 11/30/2017. Supplemental MDR #2 inadvertently did not report the product being received on 11/30/2017. Device evaluated by MFR? Corrected data: no. Provide code, corrected date: 02. Supplemental MDR #2 inadvertently did not report the product being received and device underway analysis.

Event description:
The explanted generator was received. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Date of this report, corrected data: 12/22/2017. Supplemental MDR #3 inadvertently listed date of this report as 11/22/2017 instead of 12/22/2017.

Event description:
The reported allegation of premature end of life was duplicated in the lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. That 41.633% of the battery had been consumed. Due to the disparity between the battery voltage and battery consumption value obtained from the field decoder or alternatively from the ¿as-received¿ decoder download, this generator appears to exhibit the failure mechanism of having contaminants on the edge of the printed circuit board assembly (pcba).

Event description:
Per a nurse practitioner, the patient's device battery depleted from 50% to 25% in the last 3 months, and this device was on the list of potential premature battery depletion. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No surgical intervention has occurred to date.

Event description:
Clinic notes were received for patient's generator replacement referral. The physician notes that he is planning to proactively replace the vns as historically patient has increased seizures upon depletion of the generator. Per notes, the vagus nerve stimulator is functioning properly, but the battery is depleting more rapidly than expected. The battery life depleted from 100% at her office visit 10 months ago to 50% 3 month ago to 25% today; reason unknown. There has not been a large increase in magnet activations and the %/day of auto stimulations is essentially the same. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received to date.